Manufacturer narrative:
A ge service representative performed an onsite investigation. The image intensifier power supply was evaluated and identified as requiring replacement. The customer declined further ge service as the system was to be replaced at a future time. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported arcing in the image intensifier. Further information was received that indicated the fluoroscopic image was unable to be viewed. No pt death or serious injury was reported related to this event.